Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device upgrade procedure, the physician noted that the outer insulation on the right ventricular lead was shredded and stripping off in placed proximal to the trifurcation. The physician left the lead in place trusting the insulation below the outer layer seemed to be intact. The lead will continue to be monitored. No patient complications have been reported as a result of this event.